Event description:
It was reported that the patient received 2 uncommanded boluses. Patient reported one showed it was for 60 grams of carbohydrate and the other one was for 90 grams of carbohydrate. Patient reported she noticed the boluses after hearing an alert on her dexcom app then checking her omnipod controller. No further information was provided. Three due diligence attempts were made for additional information without success.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Correction to supplemental to add missing information from investigation. In the case description, the user mentioned receiving two uncommanded boluses, one based on an entry of 60 g of carbs and one based on an entry of 90 g of carbs. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files showed several boluses delivered on the date of occurrence that were based on a carb entry of 90 g and one bolus based on a carb entry of 60 g. The android log files show evidence of interaction with the controller to program and delivery all boluses. No evidence of an uncommanded bolus was observed in the available logs.